Manufacturer narrative:
Product information was not provided. The manufacture date was not determined. Lancets/ lancing devices are not 510(k) cleared. Not all customer information was provided.

Event description:
Customer's husband has accidentally been stuck with customer's used lancet when trying to remove it from the microlet 2 device. No medical intervention was mentioned. Customer was offered a replacement device. Product was not expected to be returned and was not replaced at the time of the call.